Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is currently not available.

Event description:
It was reported by the sales rep that three of the customer's 6x23 milagro screws broke at the tip upon insertion during a pcl plc reconstruction. The case was completed with a competitors devices. There were no additional bones holes created. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The devices were discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints of any kind for this lot of devices that were released to distribution. As a result, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatches: 1221934-2017-50057 and 1221934-2017-50056

Event description:
It was reported by the sales rep that three of the customer's 6x23 milagro screws broke at the tip upon insertion during a pcl plc reconstruction. The case was completed with a competitors devices. There were no additional bones holes created. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The devices were discarded by the customer.